Manufacturer narrative:
Device was used for treatment, not diagnosis. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, it was reported the locking cap could not be undone. The assembly had to be undone interoperatively because the implant was positioned too far posteriorly; therefore, the implant had to be repositioned. Reportedly the 4th locking cap could not be undone as the screwdriver was worn out and the allen of the cap was deformed. No further information was provided. This is 1 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. This article was manufactured according to our specifications. It was determined that the removal instrument worn out on the tip. The stardrive of the locking cap is turned off. The fracture clamp was cut apart and it was determined, that the locking cap was pitted at the fracture clamp. A possible cause of this damage could be that the removal instrument was worn out before this procedure took place. Another possibility could be the not proper depth of the intervention of the locking cap. The review of the manufacturing and material documents showed no deviation according to our specifications. Based on this result we exclude a manufacturing fault. No product fault could be detected.